Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meter serial number (B)(4) compared to a laboratory using the innovin reagent. The result from the meter was 1.6 inr. The result from the laboratory within an hour and a half was 2.6 inr. The patient's therapeutic range was not provided.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.